Event description:
It was reported that the patient presented to the emergency department due to a device alarm. It was determined that the right ventricular (rv) lead experienced low high-voltage impedance of 189 ohms. The therapies were turned off and the lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4)